Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. The noise was not reproducible with provocative movements. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.